Manufacturer narrative:
The alleged faulty device has been rec'd into the mfg plant, but the eval has not begun as of yet. Once the eval is complete, a f/u medwatch report will be submitted.

Event description:
O2 concentration is out of spec. Set at 60% measured 53.7%.